Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2018 and 07/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Creases/folding of implant: crease flat observed in the device. Wrinkling: not observed in the device. Seroma -late: unable to observe since it is a medical event and is not related to the device. No other additional observation. No further actions are required as the device was implanted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "peri-prosthesis secretion", "elastomer folds" and "lobulated contour". Device has been explanted and replaced.